Event description:
It was reported that there was fluid buildup in pump pocket. Aspiration of the fluid (seroma) was done on (B)(6) 2014. Severity was reported as moderate. The only symptom reported was seroma. The etiology was reported as ¿related to device or therapy and possibly related to implant procedure. The outcome was noted as ¿ongoing event.¿ the pump system was delivering fentanyl and bupivacaine. Additional information received later reported intervention also included device surgical revision. A revision of the intrathecal catheter, repair of csf leak was done on (B)(6) 2014. The outcome was resolved without sequelae, (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).